Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the right ventricular (rv) lead had an apparent dislodgement. The lead exhibited unstable and high thresholds 1-2 weeks post implant. The device outputs were raised in response to maintain pacing; however subsequent intermittent capture was noted. The patient then presented for a cardioversion procedure with a heart rate in the 30¿s and heart block with 100% non-capture on the rv lead. The device outputs were raised again until the patient was stable enough post cardioversion to have the lead revised. It was noted that during the lead revision procedure, fluoroscopy indicated that the lead had lost some redundancy/slack and it was retracted from the rv apex. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.